Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculations from 1 year remaining to less than 3 months. Boston scientific technical services (ts) discussed that there was no low voltage fault has been declared but the device was malfunctioning. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculations from 1 year remaining to less than 3 months. Boston scientific technical services (ts) discussed that there was no low voltage fault has been declared but the device was malfunctioning. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculations from 1 year remaining to less than 3 months. Boston scientific technical services (ts) discussed that there was no low voltage fault has been declared but the device was malfunctioning. This device was explanted. No additional adverse patient effects were reported.